Event description:
The manufacturer received information alleging a ventilator's blower will not start and displayed ventilator inoperative. The device was not in pt use. During the evaluation of the device at the manufacturer's service center, ventilator inoperative codes were found in the ventilator's downloaded error log. The device's blower was replaced to address the issue.